Event description:
According to the reporter, while in the stomach sleeve, the first firing of the powered stapler with a black reinforced reload stopped about 1cm into the staple line and could not advance further. An excessive tissue warning picture was on the screen of the powered handle. All devices were replaced to continue the case. However, the second powered stapler set had the same issue. A manual stapler was then used to finish the sleeve. The procedure was extended by 45 minutes due to the theatre staff getting all the new equipment. The patient¿s hospital stay was extended by an additional night to ensure the patient's condition.

Manufacturer narrative:
D10 concomitant products: sigphandle, sig power sigphandle handle, (serial # (B)(6); sigadaptxl, sig power sigadaptxl linear xl adapter, (serial # (B)(6); sigphandle, sig power sigphandle handle, (serial # (B)(6); sigadaptxl, sig power sigadaptxl linear xl adapter, (serial # (B)(6); sigtrsb60axt, sigtrsb60axt 60mm xtr thk reinforced rel, (lot # n5e1974y) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3, h3, h6 correction: b5 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the reload was partially fired with the interlock engaged. The jaws were open. Staple pushers were visible at the cut line. The data from the reload indicated that it experienced a max firing force, which is the maximum allowable firing force for the handles. Functional testing noted that the reload was loaded into a representative instrument. The interlock was overridden and the reload was applied to test media. All remaining staples were placed, and test media was cleanly transected. The reload interlock was tested and found to function properly. It was reported that a partial firing occurred. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The handle exceeded the force limit of the strain gauge and caused the high firing force screen to appear on the handle as a safety measure. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: if the stapler stops while firing: release the down/fire button, and any other button or toggle that may be pressed. Inspect the stapling reload for an obstruction, excessively thick tissue, or for completion of firing. If continued firing is desired, attempt to complete the firing by pressing and holding the down/fire button until completion of firing. If the stapler is unable to complete the firing, press up on the toggle to retract the knife of the reload to the fully clamped position. Press and hold up/open again to fully open the jaws of the stapling reload. If unsuccessful in removing the stapling reload from the tissue, refer to the instructions for use section to remove the reload. If that fails, follow the instructions described in the alternate opening procedure or in the manual retraction tool procedure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, while in the stomach sleeve, the first firing of the powered stapler with a black reinforced reload stopped about 1cm into the staple line and could not advance further. An excessive tissue warning picture was on the screen of the powered handle. All devices were replaced to continue the case. However, the second powered stapler set had the same issue. A manual stapler was then used to finish the sleeve. The procedure was extended by 45 minutes due to the theatre staff getting all the new equipment. The patient¿s hospital stay was extended by an additional night to ensure the patient's condition as a precaution.

Manufacturer narrative:
Additional information: d9, d10, g3, h3 correction: h6 d10 concomitant products: sigphandle, sig power sigphandle handle, (serial # (B)(6)); sigadaptxl, sig power sigadaptxl linear xl adapter, (serial # (B)(6)); sigphandle, sig power sigphandle handle, (serial # (B)(6)); sigadaptxl, sig power sigadaptxl linear xl adapter, (serial # (B)(6)); sigtrsb60axt, sigtrsb60axt 60mm xtr thk reinforced rel, (lot # n5e1974y); sigadaptxl, sig power sigadaptxl linear xl adapter, (serial # (B)(6)); sigadaptxl, sig power sigadaptxl linear xl adapter, (serial # (B)(6)) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, while in the stomach sleeve, the first firing of the powered stapler with a black reinforced reload stopped about 1cm into the staple line and could not advance further. An excessive tissue warning picture was on the screen of the powered handle. All devices were replaced to continue the case. However, the second powered stapler set had the same issue. A manual stapler was then used to finish the sleeve. The procedure was extended by 45 minutes due to the theatre staff getting all the new equipment. The patient¿s hospital stay was extended by an additional night to ensure the patient's condition as a precaution. Pli-100 and 110: the device was returned without any accompanying information.

Manufacturer narrative:
Additional information: g3 correction: b5, h6 additional review of the event was done, and this event has been reassessed. The reportability has been determined to be a malfunction. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3 correction: b1, b2 (remove hospitalization), h1 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.